Event description:
"Half a month after implantation, the patient returned to the hospital and took an x-ray, which revealed a problem. After removal and infusion at the port, it was found that the connecting ring was loose. A new one was replaced and re implanted."

Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305p sm set pur 6,5f IV reference 4436946 from batch 37049167 instead of batch nr 37048802 initially declared. Device history record batch record file number 37049167 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units from this batch released in 07/2025. Summary of investigation the device involved in this complaint and a copy of the x-ray pictures were returned for investigation. X-ray pictures review: those x-ray pictures was taken when the incident was detected on (B)(6) 2026: the catheter is disconnected from the access port housing and has migrated to the patient's heart. The connection ring is still connected to the access port housing. Visual inspection of the returned device we received for investigation the access port housing from batch 37049167, the connection ring and the 21.7cm long catheter. No defect is visible on the returned elements. Dimensional measures the elements received (catheter, connection ring and exit cannula of access port housing) were measured: they are all compliant with the defined specifications. Pull test at the juncture access port-catheter a pull test was performed on the received device. The pull test results are compliant with the requirement: the disconnection strength is 2 times superior to the iso 10555-6 standard requirement. Raw material historical review: the batch records of the catheters, the connection rings and the access port housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause the investigations performed have confirmed the compliance of the returned device with the specifications and requirements. The short duration of implantation (half a month) allows to hypothesis that the catheter was not correctly/completely mounted on the exit cannula: not firmly pushed onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. The IFU specifies several recommendations to avoid this type of complication. Conclusion our investigations did not allow us to detect any discrepancy during the manufacturing process. In addition, the returned sample was compliant with the defined specifications. Consequently, it is highly suspected that a handling error by the medical staff is at the origin of this catheter disconnection after half a month of implantation. Catheter disconnection is a known complication of access port devices. The complaint rate for this type of incidents remains low. No corrective action is currently envisaged. The IFU already gives recommendations to avoid this type of incident.